Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the esophagus during a gastrointestinal tract dilatation procedure performed on (B)(6) 2017. According to the complainant, prior to the procedure, the exit marker of the device was moving freely and was not bound together on the catheter. Additionally, the balloon could not be inflated. The procedure was completed with a different device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the returned device revealed that the balloon exit marker was winged. It was also noted that the protective sleeve was found in the balloon. Functional evaluation was performed and noted that the balloon inflated well. Based on the condition of the returned device, there is not enough information available to determine the cause of reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the esophagus during a gastrointestinal tract dilatation procedure performed on (B)(6) 2017. According to the complainant, prior to the procedure, the exit marker of the device was moving freely and was not bound together on the catheter. Additionally, the balloon could not be inflated. The procedure was completed with a different device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.